Manufacturer narrative:
The event occurred in (B)(6). This medwatch was sent in error, and is not late. A duplicate of this case has already been submitted. Reference medwatch report with patient identifier (B)(6), submitted (B)(4) 2013.

Event description:
Caller states the patient tested 6.1 inr on the coaguchek xs system while a comparison lab returned as either 4.19 or 4.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).